Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know what would cause this error. I explain to the customer that he is getting that led constantly on is because this is a watch dog error. I asked the customer did he replace anything inside the unit. The customer said yes that he changed the rear case. I explain to the customer that he might have shorted out the logic board this is why you are getting this error. I also explain to the customer that replacing the logic board this would correct the error. The customer said ok I will change the logic board and if I have any more problems I will just call back to send it in. I said ok and the customer ended the call.